Event description:
It was reported to philips that the measurement panel was damaged. There was no patient involvement.

Event description:
It was reported to philips that the measurement conn. Module w/sp02 & npb was damaged. The initial report seem to possibly indicate a co2 connector issue. However, the field service engineer (fse) evaluation really determined the measurement conn. Module w/sp02 & npb was damaged. It was clarified that this was not reportable due to the fact it deals with spo2 and nibp which are not reportable issues. Upon conclusion of the evaluation, it was determined that the measurement conn. Module w/sp02 & npb requires replacement. The device passed testing and put back into service.